Manufacturer narrative:
A representative sample and a photo were received for the purpose of investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. Investigation conclusion: confirmed. Bd was able to confirm the reported issue. According to the complaint information the catheter was placed and functioning normally for two days prior to failure suggesting that the unit may have been acted on by an external force, causing the reported issue. Unfortunately because the affected unit was not returned the root cause for this issue could not be finalized, however bd will continue to track and trend for this issue.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7265045, expiration date: 2020-11-11, manufacture date: 2017-09-22. Medical device lot #: 7142043, expiration date: 2020-06-23, manufacture date: 2017-05-22. Medical device lot #: 8032238, expiration date: 2021-01-18, manufacture date: 2018-02-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd intima ii¿ IV catheter there was an issue with a broken catheter. The customer stated ¿when the nurse prepared for infusion and flush the nurse found water exudate from catheter application. The nurse removed the application and found catheter broken. The patient was scanned and found blurred image in the 1/3 right- arm of patient. The patient was transferred to shanxi other hospital to find the broken part. CT scanned on the patient and no foreign matter was detected on (B)(6) 2018.¿